Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported false downstream occlusion alarms which were not reproduced. Downstream occlusion alarms were verified through a review of the event history log. The alarms were found through a visual inspection to be caused by an out of specification downstream tubing guide depth. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant false downstream occlusion alarms. There was no patient involvement. No additional information is available.